Event description:
It was reported that the patient was in the hospital for a thoracotomy as the result of a gunshot wound. During the procedure, the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered thirty-two shocks and had an impedance of less than thirty ohms. Technical services (ts) was contacted, and ts noted a thoracotomy would be prone to electrode damage and recommended x-ray imaging to confirm lead integrity. The s-ICD system remains in service. No adverse patient effects were reported.